Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the threshold in the target vessel was high. When the physician tried to cross the wire through the product, it was able to cross the proximal side (the stiffer side) of the wire, which caused the wire to perforate from the lead lumen to the outside of the lead. This lead was never in service and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture changes in h6 patient codes.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the threshold in the target vessel was high. When the physician tried to cross the wire through the product, it was able to cross the proximal side (the stiffer side) of the wire, which caused the wire to perforate from the lead lumen to the outside of the lead. This lead was never in service and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to the threshold in the target vessel was high. When the physician tried to cross the wire through the product, it was able to cross the proximal side (the stiffer side) of the wire, which caused the wire to perforate from the lead lumen to the outside of the lead. This lead was never in service and a new lead was successfully implanted. No additional adverse patient effects were reported.